Manufacturer narrative:
(B) (4)device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The vascular access site was the left femoral artery. The 90% stenosed de novo, concentric target lesion was located in the non-tortuous and moderately calcified mid to proximal right coronary artery (rca). The target lesion was 60-64mm in length and the reference vessel was 2.5-2.75mm in diameter. An unspecified 6fr guide catheter and a non-bsc 0.014 guide wire were advanced to the lesion site. Then, the lesion was pre-dilated with a maverick 2.0x20mm balloon and immediately after pre-dilatation the residual stenosis was 60-70%. Next, a taxus liberte' 2.5x32mm stent was advanced and deployed at 14atms at the lesion site. The balloon ruptured and there was difficulty in retracting the balloon. The balloon was partially retracted and then the shaft of the stent delivery system was withdrawn. At this point the balloon separated from the shaft in the rca. The balloon was removed from the patient. The procedure was stopped at this point. No patient complications were reported and the patient's status is reported as experiencing bradycardia.

Manufacturer narrative:
(B) (4)

Event description:
It was further reported the lesion was pre-dilated to 14 atms. The taxus liberte' 2.5x32mm was implanted at nominal pressure. The distal portion of the of the balloon failed to deflate and the delivery balloon couldn't be retracted. The delivery balloon was re-inflated several times at 14 atms and then 20-22 atms resulting in a balloon rupture. Further pulling on the shaft of the delivery system resulted in the detachment of the balloon in the rca. The shaft was removed from the patient but the balloon was not retrieved although several attempts to retrieve it with a snare were attempted. At the time of the event, the patient experienced chest pain and bradycardia.

Event description:
It was further reported the patient died "a few days after the case was done." No further information was provided.

Manufacturer narrative:
Updated: outcomes attributed to adverse event, describe event or problem, patient code, returned to manufacturer on, type of reportable event, device evaluated by manufacturer.device evaluated by manufacturer: a visual examination identified that only the proximal section of the device was returned as a break had occurred in the midshaft. The break was measured at approximately 10.2cm distal to the midshaft to hypotube bond. The break site contained solidified blood indicating that the device was used in vivo. There were no signs of midshaft stretching. The corewire was intact also. A visual examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4)